Manufacturer narrative:
No investigative analysis could be performed since the lead was not returned to st. Jude medical for analysis.

Event description:
It was reported that the patient experienced chest pain after a pacemaker implant procedure. Diagnostic imaging revealed a perforation in the atrium by the atrial lead, which caused cardiac tamponade. Pericardiocentesis was performed and the atrial lead remains implanted. The patient was in stable condition.